Manufacturer narrative:
(B)(4).

Event description:
It was reported, "during dressing changes, a leak was observed in the proximal end of the patient's central venous catheter. Upon inspection, a proximal cut was visible. The catheter was clamped. An intern doctor was called and the cvc was changed." Additional information received on 20apr2026 indicated that no patient injury occurred and no medical or surgical intervention was required as a result of the event. It was further reported that the patient was deceased; however, the death was not related to or caused by the reported event.